Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that the alleged issue occurred at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with insulin, 60 units of lantus, and denied making any changes to her usual diabetes management routine in response to the reported issue. Approximately five minutes after the alleged issue began, the patient claimed to have developed symptoms of feeling "hot, dizzy, and sweaty", and shortly after, self treated with food/drink and "felt better afterwards". The cca noted that the alleged issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims that the alleged issue prevented her from testing her blood glucose subsequently, causing her to develop symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.